Event description:
A pt with renal insufficiencies had a neurological intervention using a 6f introducer. The pt's skin was cut prior to inserting a 6f angio-seal vip in the common femoral artery (cfa). A pre-deployment angiogram was done. The pt developed an infection, which required an extended hospital stay and antibiotics to resolve the infection. The angio-seal device was not removed. The physician does not believe the infection is related to the angio-seal device. The pt was in recovering status following the event.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instruction for use (IFU) states that the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile.